Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was alarming no delivery during basal/bolus/fixed prime. Her blood glucose was 50 mg/dl. She said that she was trying to bolus for dinner when she received the no delivery alarm. The customer also mentioned that while in the middle of a bolus, she received a no delivery alarm and then her blood glucose went high. She stated that she got another no delivery alarm the day prior and the morning of the call; even after she changed the battery because she received a low battery alert. Her blood glucose was 270 mg/dl. The pump alarmed no delivery again. The customer checked her blood glucose and it was 395 mg/dl. She treated with a bolus from the pump. During no delivery alarm during basal/bolus/fixed prime troubleshooting, the customer, the customer was advised that the motor positioning may have shifted and to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin did exit. She removed the set to test a portion site of the infusion set. She removed the cannula and stated that it was bent. Troubleshooting for the customer¿s high blood glucose was offered. The insulin pump will not be returning for analysis. The infusion set will be returning for analysis.